Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer also reported that battery cap was lost. Customer was not okay for troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.